Manufacturer narrative:
The following products were returned for review: metal insert, stem, head and three bone screws together with a third party report. A search of the complaints database identified no previous complaints associated with the products except for the head. A review of the DHR for the head, lot 2482263 identified no related deviations or anomalies that would have contributed to the reported event. The products were visually examined (see attached com (B)(4) visual inspection.pdf) and it was recommended that the lab should examine the broken bone screw. The products were then forwarded to the lab (see attached com (B)(4) lab report.pdf) who commented that examination of the fractured screw suggested a compression-tension fatigue fracture and that the screws had been rubbing against the liner during articulation in-vivo. Marks were also found on the shaft of the intact and broken screws to suggest motion between the screws and the acetabular shell. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision due to cup loosening. Qty: 2.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.